Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
While using the oxygenator on the patient, blood dripping slowly from the dialysis lock valve was noted. The customer stayed on the same device as it was a slight leakage. The surgery was finished without any problem. -no adverse effect on the patient. -the product will be delivered to mcp. (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. It was cleaned with natrium hypochlorid. A tightness was performed and hereby a leakage at the dialysis lock and valve could be confirmed. No other abnormalities were found. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. Mcp will decide about further action steps in regards of the reoccurrence of the failure after closure of CAPA (B)(4). Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).